Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 2 days due to diabetic ketoacidosis (dka) abdominal pain, nausea, shortness of breath, vomiting and high blood glucose (bg) levels exceeding 200 mg/dl, while wearing the pod between 36 and 48 hours. At the hospital, the patient was placed on an intravenous (IV) of insulin and fluids.